Event description:
The account reported suction loss occurred after the laser fired with the patient interface (pi) on a patient's right (od) eye. The patient was converted to photorefractive keratectomy (prk) on the same day. It was reported that patient is doing well and currently happy with his vision. This report is 2 of 2 reports.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: one (1) opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned products did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. Manufacturing record review: all devices meet material, assembly, and performance specifications at the time of product release. Refer to the attached DHR summary page for additional details. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.